Manufacturer narrative:
This event occurred on an unspecified date, either (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated from an unspecified location. This issue was further described as, ¿issue with some IV tubing that fell apart at a glued connection¿. The tubing came apart while intravenous (IV) maintenance fluid was running. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed the tubing was separated from the second y-site in the downstream part. Additionally the solvent was uniformly applied in the circumference of the tube. The insertion of tubing into the second y-site was according to specification. Dimensional testing was performed at the tubing and clearlink y-site housing and both were according to specifications. The reported condition was verified. The cause of the condition was due to improper manual assembly during manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.